Event description:
A hospital in (B)(6) reported via a distributor that a 0.5m humidifier connection tube was not included in the rt340 adult dual heated evaqua breathing circuit kit. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a distributor that a 0.5m humidifier connection tube was not included in the rt340 adult dual heated evaqua breathing circuit kit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit kit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: an unsealed rt340 adult dual heated evaqua breathing circuit kit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the 0.5m humidifier connection tube was missing from the returned kit. Other components such as kitted parts, filter, and swivel y-piece cap were also missing. A lot check revealed no other complaints of this nature for lot number 120828. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. There are also standard operating procedures (sops) in place to assist operators on the production line to correctly pack the breathing circuits. (B)(4). All breathing circuit kits are visually inspected and weighed for missing components before leaving the production line, and those that fail are rejected. This suggests the fault reported by the hospital occurred post production.